Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separation. On an unspecified date and time, the tubing set was being used to deliver normal saline, with a vtbi (volume to be infused) of 1000ml, at a rate of 125ml/hr, via a plum pump. The option-lok male adapter of the tubing set was connected to the patient's IV access. On (B)(6) 2011 at 1803, an unspecified pca tubing set was connected to the clave y-site of the tubing set to deliver morphine 30 mg, with a vtbi of 30ml, at a rate of 2ml/hr. On (B)(6) 2011 at 0730, the nurse noted 50ml to 75ml of blood was in the patient's bed. At this time, it was noted the tubing had separated from the leg of the clave y-site. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. At 1300, the patient was discharged home. Though requested, no additional information was provided.